Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 30-oct-2027, UDI#: (B)(4) product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of the transcatheter aortic valve evfxplus-26 into the annulus, the patient began heaving and was about to vomit. Throughout the procedure, the patient was constantly heaving and moving, which caused significant movement. During the final release, only one of the two valve paddles was detached. Due to the patient's heaving and moving, the valve was pulled up out of the annulus and moved into the ascending aorta above the aortic root. Subsequently, a non-medtronic valve was implanted in the annulus. The patient left the catheter lab with a good overall result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: a total of one still image and two intraprocedural media files were submitted for review. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Fluoroscopic inspection of the valve load was not available for review, precluding validation of an optimal load. Available evidence indicates that following valve deployment, one of the paddles remained attached to the paddle attachment. This is not an uncommon occurrence. If paddle hang up occurs, gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off the spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Additionally, the inflow appeared slightly under-expanded, raising suspicion of a possible infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. In this case, obtaining another view would allow for confirmation of the suspected infold. Sometime during the attempt to release the paddle and removal of the delivery catheter system, the valve dislodged aortic. The dislodgement event was not captured therefore it is not possible to validate cause of the dislodgement. Consequently, the dislodged valve was snared to the ascending aorta, and a non-medtronic valve was implanted. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of the transcatheter aortic valve evfxplus-26 into the annulus, the patient began heaving and was about to vomit. Throughout the procedure, the patient was constantly heaving and moving, which caused significant movement. During the final release, only one of the two valve paddles was detached. Due to the patient's heaving and moving, the valve was pulled up out of the annulus and moved into the ascending aorta above the aortic root. Subsequently, a non-medtronic valve was implanted in the annulus. The patient left the catheter lab with a good overall result. No patient complications have been reported as a result of this event. Additional information was received indicating the following about the procedure: the left transfemoral access site was used; a pre-implant balloon dilation was performed; a non-medtronic safari guidewire was used; the evolut fx+ valve was implanted in the native annulus; the cuspal overlap technique used during deployment; slow deployment of the valve was performed, but the implant team had to work quickly due to the patient moving so much; and the delivery catheter system (dcs) was not twisted or torqued at any point during deployment, but the patient was moving and rolled away from implanters. According to the physician, the dislodgement was caused by the patient's constant movement. The physician further explained that the patient tried to sit up and rolled away from the implanter, which pulled the dcs before the second paddle could be detached, thereby tugging the valve up and out of position. The physician also said "it was just a rare and unfortunate event that was nobody's fault, nor was it an issue with the product."

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.